Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("menstrual pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("frequent or constant heavy menstrual cycles\ large blood clots"), infection ("infections"), abscess ("abscess"), polymenorrhoea ("frequent or constant heavy menstrual cycles\ large blood clots") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a total vaginal hysterectomy). At the time of the report, the dysmenorrhoea, menorrhagia, infection, abscess, polymenorrhoea and procedural pain was resolving. The reporter considered abscess, dysmenorrhoea, infection, menorrhagia, polymenorrhoea and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming adequate blockage of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.